Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a device stored nonsustained lead noise episodes due to myopotential oversensing on the near-field channel. The myopotential oversensing also triggered ventricular noise reversion episodes. Programming changes were made successfully.